Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced multiple low blood glucose. The customer had a low blood glucose of 30 mg/dl and they fell out of their bed. The customer also reported that they had a low blood glucose of 23 mg/dl while at the doctor¿s office. The customer did not mention any form of treatment. The insulin pump will not be returned for analysis.